Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from under the water chamber. The leak was observed while priming the set with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, retained samples were evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A gravity testing and leak testing were performed; however, no leak was observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.